Event description:
The customer reported that the battery of the insulin pump began to get warm. The device also alarmed and the display was blank. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display and battery heating as a result of a component punctured thru the isolation tape and shorting out the positive side of the battery tube. Further testing was not performed due to the blank display.